Manufacturer narrative:
Occupation: other healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) year old female weighing (B)(6) kg with history of calcified vessels, was undergoing an abdominal aortogram with left lower extremity run off and left proximal popliteal stent placement. Contralateral access was gained from the right femoral artery when the hub of the flexor raabe guiding sheath disconnected from the sheath. The sheath hub was not used to remove the device from the patient's anatomy. Although requested, the complainant did not know how long the sheath was in place or when during the procedure the separation occurred. It is unknown if the dilator was in place when separation occurred or if the sheath and dilator were withdrawn as a unit. It is not known if a wire guide or any other device was in the lumen of the sheath at the time of separation. It is unknown if resistance was felt upon insertion or removal of the complaint sheath. Enough of the sheath was outside of the patient to allow the device to be removed without additional intervention. Another device was placed and the procedure was completed successfully. According to the complainant, the patient did not experience any adverse effects nor require any additional intervention as a result of this occurrence. A portion of the complaint device did not remain in the patient's anatomy. According to the initial reporter, the complaint device is not available for return to the manufacturer to aid in the investigation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the device history record, complaint history, manufacturing instructions, quality control, and instructions for use of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Product labeling provides warnings and precautions for users regarding the reported failure mode. The complaint device is packaged with instruction for use (IFU). Per the IFU, prior to withdrawing the sheath through tortuous anatomy, the dilator should be inserted to avoid possible breakage. In addition, the IFU warns the user against attempted insertion or withdrawal of the wire guide and/or introducer if resistance is encountered. The IFU instructs the user to insert the dilator over the wire, into the sheath prior to removal, and to remove the sheath and dilator as a unit. It is unknown if the physician encountered resistance in this case; however, the patient¿s anatomy was reported to be calcified. It could be concluded that the calcified anatomy likely caused resistance. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Through these reviews confirm that adequate measures to address the failure mode prior to distribution are in place. Based on the information provided, no product returned and the results of our investigation, the cause of this event cannot be traced to the device; but is likely traced to the patient¿s calcified anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.